Event description:
It was reported that: the patient states that she dislocated her right hip, when turning her head while she was seated. The hip was put back into place. On (B)(6) 2010, the hip dislocated again while sleeping. The patient was placed in a hip brace for four weeks until the revision surgery could be performed.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.